Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not eaten and the blood glucose (bg) level dropped to 63 mg/dl. Glucose tablets were consumed to address the low bg.